Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Unable to verify excessive no delivery alarms due to the prime anomaly.

Event description:
The customer reported being hospitalized due to pneumonia. The caller stated that the insulin pump was not functioning, but he did not have the device with him at time of call. Initially, the customer reported that the device was not delivering insulin, and he has changed the battery and the infusion sets twice, but the insulin pump alarmed no delivery. Assisted the customer to remove and to check the infusion set and reservoir connection. Instructed the caller to insert the reservoir into the device and to run a manual prime. The insulin did exit and the insulin pump did not alarm no delivery. Advised the customer that the device is functioning as designed. The customer called back and requested a replacement. No further information was provided.